Event description:
States " the initial assessment regarding the cause of death is that the bleed into the right pleural cavity was caused by a tear caused by the introducer during reimplant of new leads."